Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant / device breakage"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included myofascial pain syndrome, intercostal neuralgia and depressive disorder. Previously administered products included for birth control: levora. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic infection (seriousness criterion medically significant), insomnia ("insomnia"), anxiety ("anxiety"), tremor ("tremors"), pain ("pain"), rash ("skin rash / breaking out on my face"), nausea ("nausea"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("urticaria"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), adhesion ("adhesions"), abscess ("abscess"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (surgery to remove the essure / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, pelvic infection, insomnia, anxiety, tremor, nausea, mood swings, vaginal haemorrhage, menorrhagia, urticaria, depression, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, adhesion and abscess outcome was unknown and the pain, rash, headache, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abscess, adhesion, anxiety, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pain, pelvic infection, rash, tremor, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). On (B)(6) 2015, transvaginal ultrasound was performed. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urticaria, pelvic infection, depression, migraines, headaches, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, adhesions, abdominal pain, back pain" were added. Lot number was added. Historical conditions and medication were added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic infection/pelvic inflammatory disease"), device breakage ("fracturing of the implant / device breakage") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included myofascial pain syndrome, intercostal neuralgia, depressive disorder and myofascial pain syndrome. Previously administered products included for birth control: levora. Concurrent conditions included overweight, gastroenteritis, tingling, foot callus, urinary retention, intercostal neuralgia, myopia, temporomandibular joint dysfunction, hepatic enzyme abnormal, pharyngitis, hemorrhagic cyst and muscle strain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), insomnia ("insomnia"), anxiety ("anxiety"), tremor ("tremors"), pain ("pain"), rash ("skin rash / breaking out on my face"), nausea ("nausea"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("urticaria"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), adhesion ("adhesions"), abscess ("abscess"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery and surgery (surgery to remove the essure / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device breakage, genital haemorrhage, insomnia, anxiety, tremor, nausea, mood swings, vaginal haemorrhage, menorrhagia, urticaria, depression, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, adhesion and abscess outcome was unknown and the pain, rash, headache, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abscess, adhesion, anxiety, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pain, pelvic inflammatory disease, rash, tremor, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the right, they were 8 trailing coils and on the left, 3 to 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded) . On (B)(6) 2015, transvaginal ultrasound was performed. Concerning the injuries reported in this case, the following one was reported via medical records: pelvic inflammatory disease and clubbed with previous event pelvi infection. Most recent follow-up information incorporated above includes: on 29-mar-2018: medical record received: the event pelvic inflammatory disease clubbed with previous event pelvic infection. Reporters, expiration date, concurrent condition, medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic infection/pelvic inflammatory disease"), device breakage ("fracturing of the implant / device breakage") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included myofascial pain syndrome, intercostal neuralgia, depressive disorder and myofascial pain syndrome. Previously administered products included for birth control: levora. Concurrent conditions included overweight, gastroenteritis, tingling, foot callus, urinary retention, intercostal neuralgia, myopia, temporomandibular joint dysfunction, hepatic enzyme abnormal, pharyngitis, hemorrhagic cyst and spinal column injury. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), insomnia ("insomnia"), anxiety ("anxiety"), tremor ("tremors"), pain ("pain"), rash ("skin rash / breaking out on my face"), nausea ("nausea"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("urticaria"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), adhesion ("adhesions"), abscess ("abscess"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery and surgery (surgery to remove the essure / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device breakage, genital haemorrhage, insomnia, anxiety, tremor, nausea, mood swings, vaginal haemorrhage, menorrhagia, urticaria, depression, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, adhesion and abscess outcome was unknown and the pain, rash, headache, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abscess, adhesion, anxiety, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pain, pelvic inflammatory disease, rash, tremor, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the right, they were 8 trailing coils and on the left, 3 to 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: unilateral occlusion (right tube occluded) on (B)(6) 2015, transvaginal ultrasound was performed. On (B)(6) 2014, it was reported that after a suitable time, using water as a distending media, a 5.5 mm od sheath with a 30-degree scope was positioned in the cavity with the above findings. The essure devices were placed on each side. Concerning the injuries reported in this case, the following one was reported via medical records:pelvic inflammatory disease and clubbed with previous event pelvi infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic infection/pelvic inflammatory disease"), device breakage ("fracturing of the implant / device breakage") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general) / irregular bleeding") in an adult female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myofascial pain syndrome, intercostal neuralgia, depressive disorder and myofascial pain syndrome. Previously administered products included for birth control: levora. Concurrent conditions included overweight, gastroenteritis, tingling, foot callus, urinary retention, intercostal neuralgia, myopia, temporomandibular joint dysfunction, hepatic enzyme abnormal, pharyngitis, hemorrhagic cyst and spinal column injury. Concomitant products included cefixime (flexeril) since 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced nausea ("nausea"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pelvic pain ("pelvic pain") and vulvovaginal pain ("vaginal pain"). In 2015, the patient experienced tubo-ovarian abscess ("tubo-ovarian abscess") and pelvic infection ("pelvic infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), insomnia ("insomnia"), anxiety ("anxiety"), tremor ("tremors"), pain ("pain"), rash ("skin rash / breaking out on my face"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("urticaria / hives"), depression ("depression"), adhesion ("adhesions"), abscess ("abscess"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and surgery to remove the essure / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device breakage, genital haemorrhage, insomnia, tremor, nausea, mood swings, vaginal haemorrhage, menorrhagia, urticaria, migraine, dysmenorrhoea, fatigue, weight increased, adhesion, abscess, tubo-ovarian abscess, pelvic infection, pelvic pain and vulvovaginal pain outcome was unknown, the anxiety and vaginal discharge had not resolved, the pain, rash, headache, abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal pain, abscess, adhesion, anxiety, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pain, pelvic infection, pelvic inflammatory disease, pelvic pain, rash, tremor, tubo-ovarian abscess, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on the right, they were 8 trailing coils and on the left, 3 to 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded). On (B)(6) 2015, transvaginal ultrasound was performed. On (B)(6) 2014, it was reported that after a suitable time, using water as a distending media, a 5.5 mm od sheath with a 30-degree scope was positioned in the cavity with the above findings. The essure devices were placed on each side. Concerning the injuries reported in this case, the following one was reported via medical records:pelvic inflammatory disease and clubbed with previous event pelvi infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. Reporter and patient demographics were added. Concomitant drug added. Events tubo-ovarian abscess, pelvic infection, pelvic pain and vaginal pain added. Events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic infection/pelvic inflammatory disease"), device breakage ("fracturing of the implant / device breakage") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included myofascial pain syndrome, intercostal neuralgia, depressive disorder and myofascial pain syndrome. Previously administered products included for birth control: levora. Concurrent conditions included overweight, gastroenteritis, tingling, foot callus, urinary retention, intercostal neuralgia, myopia, temporomandibular joint dysfunction, hepatic enzyme abnormal, pharyngitis, hemorrhagic cyst and spinal column injury. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), insomnia ("insomnia"), anxiety ("anxiety"), tremor ("tremors"), pain ("pain"), rash ("skin rash / breaking out on my face"), nausea ("nausea"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("urticaria"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), adhesion ("adhesions"), abscess ("abscess"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery and surgery (surgery to remove the essure / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device breakage, genital haemorrhage, insomnia, anxiety, tremor, nausea, mood swings, vaginal haemorrhage, menorrhagia, urticaria, depression, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, adhesion and abscess outcome was unknown and the pain, rash, headache, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abscess, adhesion, anxiety, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pain, pelvic inflammatory disease, rash, tremor, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the right, they were 8 trailing coils and on the left, 3 to 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded) on (B)(6) 2015, transvaginal ultrasound was performed. On (B)(6) 2014, it was reported that after a suitable time, using water as a distending media, a 5.5 mm od sheath with a 30-degree scope was positioned in the cavity with the above findings. The essure devices were placed on each side. Concerning the injuries reported in this case, the following one was reported via medical records:pelvic inflammatory disease and clubbed with previous event pelvi infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), insomnia ("insomnia"), anxiety ("anxiety"), tremor ("tremors"), pain ("pain"), rash ("skin rash") and nausea ("nausea"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, insomnia, anxiety, tremor, pain, rash and nausea outcome was unknown. The reporter considered anxiety, device breakage, genital haemorrhage, insomnia, nausea, pain, rash and tremor to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.